Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/chronic pain') and bleeding menstrual heavy ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 627314) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, amenorrhea, fatigue, obesity, headache, musculoskeletal pain, dysfunctional uterine bleeding, endometrial curettage and uti. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced migraine ("migraine/ headache"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2012, the patient was found to have the first episode of weight increased ("weight gain / loss: weight gain"). On an unknown date, the patient experienced bleeding menstrual heavy (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("psychological or psychiatric problems condition: depression"), menstrual disorder ("some clots come out"), pain ("pain is at my waist line area left side lower"), coital bleeding ("bleeding during or attempting to have intercourse"), abdominal distension ("bloating") and abdominal discomfort ("heavy feeling in the lower part of my abdomen area") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (d&c, ablation -on 13-jan-16 and hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, bleeding menstrual heavy, abdominal pain, dyspareunia, dysmenorrhoea, the last episode of weight increased, vaginal haemorrhage, menorrhagia, fatigue, migraine, depression, menstrual disorder, pain, coital bleeding, abdominal distension and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, vaginal haemorrhage, the first episode of weight increased, bleeding menstrual heavy and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2008. Discrepancy noted for essure removal date - (B)(6) 2019. She received treatment for pelvic/ abdominal pain, dyspareunia (painful sexual intercourse},dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: consistent with bilateral tubal occlusion.; on (B)(6) 2009: findings consistent with bilateral tubal occlusion.; on (B)(6) 2009: essure confirmation test(s) (unspecified)- bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received: reporter, patient demographics, medical history were added. Events added - abnormal bleeding (vaginal, menorrhagia), fatigue, migraines / headaches, psychological or psychiatric problems condition: depression, weight gain / loss: weight gain, some clots come out, pain is at my waist line area left side lower, bleeding during or attempting to have intercourse, heavy feeling in the lower part of my abdomen area. Updated onset dates of events. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/chronic pain') and bleeding menstrual heavy ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 627314) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, amenorrhea, fatigue, obesity, headache, musculoskeletal pain, dysfunctional uterine bleeding, endometrial curettage and uti. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced migraine ("migraine/ headache"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2012, the patient was found to have the first episode of weight increased ("weight gain / loss: weight gain"). On an unknown date, the patient experienced bleeding menstrual heavy (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("psychological or psychiatric problems condition: depression"), menstrual disorder ("some clots come out"), abdominal pain lower ("pain is at my waist line area left side lower"), coital bleeding ("bleeding during or attempting to have intercourse"), abdominal distension ("bloating") and abdominal discomfort ("heavy feeling in the lower part of my abdomen area") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (d&c, ablation -on (B)(6) 2016 and hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, bleeding menstrual heavy, abdominal pain, dyspareunia, dysmenorrhoea, the last episode of weight increased, vaginal haemorrhage, menorrhagia, fatigue, migraine, depression, menstrual disorder, abdominal pain lower, coital bleeding, abdominal distension, and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, the first episode of weight increased, bleeding menstrual heavy and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2008. Discrepancy noted for essure removal date - (B)(6) 2019. She received treatment for pelvic/ abdominal pain, dyspareunia (painful sexual intercourse}, dysmenorrhea (cramping), and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: consistent with bilateral tubal occlusion.; on (B)(6) 2009: findings consistent with bilateral tubal occlusion.; on (B)(6) 2009: essure confirmation test(s) (unspecified)- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/chronic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 627314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On(B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (d&c - (B)(6)2016 and hysterectomy (full)). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal pain, dyspareunia (painful sexual intercourse},dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding). Discrepancy noted for essure insertion date- (B)(6)2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: essure confirmation test(s) (unspecified)- bilateral occlusion.; on (B)(6)2009: consistent with bilateral tubal occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: mr received: lot number was added, reporter was added, lab data were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/chronic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (d&c (B)(6) 2016 and hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal pain, dyspareunia (painful sexual intercourse},dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Essure explant date added. Previously reported ¿injury¿ was updated to pelvic/chronic pain. Events abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea(cramping), menorrhagia (heavy menstrual bleeding) and weight gain were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.